Manufacturer narrative:
Pump unable to prime during prime test due to faulty force sensor resistor (gold). Unable to verify motor error alarm due to prime anomaly. Motor passed motor test. Unit had cracked belt clip slot. Pump received with normal operating currents. No unexpected off no power alarm noted. No clicking sound anomaly during priming/rewinding noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm and a off no power alarm. The blood glucose at the time of the incident was 182 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.